Event description:
The anchor lock pin not releasing. The technician found that there was debris build up on the pin causing this issue. After cleaning the pin the functions of the powerload system were restored as it was functioning correctly. The customer had reported that in this event, the cot had become stuck halfway out and could not be unloaded. They had a patient on the device at the time of the event which caused a 5 minute delay in their procedure of getting the patient to the e.r. However, as a result of the delay there were no adverse consequences.